Event description:
A home pt called the baxter tech assistance line to report a leak in the pt line of the homechoice cassette during therapy on the homechoice machine. The pt noted pt cleaned and taped the hole to complete therapy however, did note air bubbles in the pt line as pt continued to use the set. The service tech advised the pt to end therapy immediately. The rn noted that she was never notified of this incident. Per the rn, the pt was diagnosed with "peritonitis". The pt was treated outpatient with levoquin 250mg 6 to 8 doses, ending treatment two weeks later. Per rn pt has fully recovered but remains on hemo dialysis indefinitely. Rn noted she is unable to determine whether the peritonitis was related to this incident or not.